Event description:
It was reported that patient has pain at implant site thus hcp planned to move implant laterally today. Troubleshooting was not required. Rep reported the issue is resolved and surgical intervention was performed to move the ipg more laterally to the right as stated in the mpxr.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.